Event description:
Additional information received reported the event started approximately on (B)(6) 2015. The event was assessed as not related to the procedure and related to the stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a return of incontinence on (B)(6) 2015. The implantable neurostimulator (ins) was reprogrammed the same day and the issue resolved on (B)(6) 2016. No surgical intervention was taken or planned. The patient was alive with no injury and had a medical history including idiopathic functional urinary incontinence since 2005.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.